Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to fluid loss over 10 years resulting in device failure. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. During the explant procedure the physician noticed a small leak on the left cylinder from a pin size hole. There were no patient complications in relation to this event.